Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision surgery on (B)(6) 2023 related manufacturer report number: 3006705815-2023-04840], the physician was unable to explant the lead due to significant scar tissue growth over the lead. As a result, the lead was cut and partially explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.